Event description:
A customer reported that at the one postoperative visit following a cataract extraction procedure, he noticed a small nuclear lens fragment in the anterior chamber of the pt. A second product was done to remove the lens material with no harm to the pt.

Manufacturer narrative:
The customer did not request service for the system. There was no sample returned for eval and no add'l info provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event. A review of complaint for the last 24 months did indicate one similar report for this system. The root cause could not be conclusively determined. (B)(4).